Event description:
This is a report of a patient who experienced a touch contamination that resulted in peritonitis coincident with therapy for peritoneal dialysis. Dianeal therapy was ongoing. The patient was hospitalized for the event and began treatment with ancef 1.5grams (frequency unknown). On a later date, the patient recovered from the peritonitis and was discharged from the hospital. The patient was retrained on aseptic technique. No further information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.